Manufacturer narrative:
Unknown/asked but unavailable. Date implanted: not applicable, as the iol was not implanted. Date explanted: not applicable, as the iol was not implanted. Therefore; it was not explanted. The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was partially inserted in the patient¿s ocular dexter (right eye). The iol was removed due to a bent haptic. The same procedure completed successfully using another lens with the same model and diopter size. There was no medical or surgical intervention required. Patient outcome was reported as going good. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 07-jun-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and particles from the folding carton. The lens was cleaned, and the haptics were observed to not be twisted; however, a haptic became detached during handling. Complaint issue (dc-haptic damaged) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial report section h6 medical device problem code: 2339 - inaccurate delivery was captured. Device code 2339. Do not apply as the partially inserted lens was due to the haptic being bent. Therefore, this supplemental filing is to correct the medical device problem code: 2339 that was incorrectly reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.